Event description:
A customer reported that a malfunction occurred on the pump. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) and a backup insulin pump as a backup therapy until the replacement arrives.